Manufacturer narrative:
(B)(4).

Event description:
It was reported that "blade size 0 is larger in diameter than expected, the end/tip of the blade is wider and sharp. The blade design does not accurately match the standard miller blade profile. An ova has been raised after a failed intubation case (two unsuccessful attempts), resulting in patient compromise." Additional information received on (B)(6) 2026, indicated that "no harm or health consequences to the patient, patient's current condition is good. No medical intervention required. A very sharp edge of the laryngoscope is observed, and the end-users believe that the failed intubation is because of the sharp back edge of the laryngoscope and dimensional differences. Both failed intubation attempts were on the same patient. The reported design and dimensional differences were identified after intubation failure."